Manufacturer narrative:
The root cause has been established through acumed's health hazard evaluation process. Acumed is taking appropriate actions to address this root cause. Additional reporting on this event will be provided as a follow up report if alternative information becomes available. Related report numbers(including this report-47 total): 3025141-2026-00112, 3025141-2026-00113, 3025141-2026-00114, 3025141-2026-00115, 3025141-2026-00116, 3025141-2026-00117, 3025141-2026-00118, 3025141-2026-00119, 3025141-2026-00120, 3025141-2026-00121, 3025141-2026-00122, 3025141-2026-00123, 3025141-2026-00124, 3025141-2026-00125, 3025141-2026-00126, 3025141-2026-00127, 3025141-2026-00128, 3025141-2026-00129, 3025141-2026-00130, 3025141-2026-00131, 3025141-2026-00132, 3025141-2026-00133, 3025141-2026-00134, 3025141-2026-00135, 3025141-2026-00136, 3025141-2026-00137, 3025141-2026-00138, 3025141-2026-00139, 3025141-2026-00141, 3025141-2026-00142, 3025141-2026-00143, 3025141-2026-00144, 3025141-2026-00145, 3025141-2026-00146, 3025141-2026-00147, 3025141-2026-00148, 3025141-2026-00149, 3025141-2026-00150, 3025141-2026-00151, 3025141-2026-00152, 3025141-2026-00153, 3025141-2026-00154, 3025141-2026-00155, 3025141-2026-00156, 3025141-2026-00157, 3025141-2026-00158.

Event description:
A series of retrospective complaints reporting driver breakages were reported from an acumed distributor. It was reported that, "over the last few months, we noticed an increase of tip breaking events for this instrument." There has been no reported adverse consequences to patients.